Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011, site's #25 in type 11 bone. Primary stability was achieved and osseointegration was not achieved. The clinician reports that the reason for failure was due to lack of osseointegration. Immediate extraction site was involved in the event. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.